Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery could not be charged. It was also reported that an occlusion alarm occurred . A supply change was performed resolving the occlusion. Customer¿s blood glucose level was in the 300s mg/dl. Reportedly the customer continued to use the pump for insulin therapy.